Manufacturer narrative:
The reported break could be confirmed by evaluation of several received photographs but, further analysis of the broken part has not been performed. It is unknown under which conditions the reported panel holder (user interface holder) broke, but exposure to forces greater those it was tested for may lead to breakage. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts.

Event description:
It was reported that the neck of the user interface broke off. There was no patient involvement reported. (B)(4).